Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 18gx1.25in straight bc leaked it was reported by customer that they had another occurrence of a failing anti-reflux valve on an 18-gauge cathena catheter with the same lot number. Verbatim: rcc received a complaint via email. We had another occurrence of a failing anti-reflux valve on an 18-gauge cathena catheter with the same lot number. This happened to be on a patient with a bloodborne pathogen, he was hiv +, and according to the nurse, ¿blood was all over the floor.¿ material-386865. Lot number 4198480.

Manufacturer narrative:
Our quality engineer inspected the 6 representative samples submitted for evaluation. The reported issue of leakage was confirmed. Analysis of the samples showed no damages or defects. A blood escape time was performed to check for septum leakage and all samples passed with no abnormalities observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Due to a manufacturing defect, there is potential for a hole in the septum of the cathena 18- and 20-gauge catheters. The hole may result in blood leakage from the septum during insertion. The blood leakage may cause blood exposure or the need for a second IV to be placed. The replacement of the IV may result in a brief delay in therapy which would not be expected to result in an adverse event. Bd has identified root cause and initiated corrective actions to prevent recurrence of this issue. A recall letter has been provided for further information and details on follow up actions.